Event description:
As reported to edwards through the implant patient registry, the patient expired on the table. During investigation and upon review of medical records (i.e. Operative/procedure report) it was noted that at the end of the transapical tavr procedure, the patient suffered a bleeding complication from the apex of the heart. The heart tissue was very friable and was felt not to be repairable after a long period of multiple attempts. The patient was pronounced dead in the operating room. Initially, at the start of the procedure and prior to insertion of any edwards devices, the patient went into cardiac arrest after needle insertion into the apex. Despite attempts at cardioversion, the patient was not able to be cardioverted. CPR was started and the patient was placed on bypass. She was then able to be defibrillated with the heart decompressed. They proceeded with accessing the apex of the lv, followed by placement of the ascendra sheath, and deployment of the 26mm sapien valve. Post deployment echo revealed minimal ai and the valve appeared to be in good position. The patient was weaned from bypass. She initially had good blood pressure and hemodynamics, but began to have evidence of severe pulmonary edema. Because of this it was not felt to be possible to ventilate the patient without bypass and the patient was converted to ECMO. While awaiting transfer to the ICU, she had evidence of decreased pulse in her right ankle, and decreased oxygenation. Arteriogram revealed evidence of clot in the rle despite act >400. A thrombectomy and dilation was performed. During this time, the patient developed evidence of bleeding from the left chest tube, which had been placed. This bleeding increased during the thrombectomy and at the conclusion of the thrombectomy, the left thoracotomy was re-opened. The heart was inspected and initially there appeared to be a small area of bleeding from the base of the heart. As horizontal pledgeted mattress sutures were started to be placed, it was noted that there was a significant increase in the bleeding. It was also noted that the left ventricle had a false aneurysm, which developed from near the apex to the base of the heart. As noted, the heart tissue was very friable and was felt not to be repairable after a long period of multiple attempts. The patient was pronounced dead in the operating room.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the patient was a (B)(6) year old female with very friable heart tissue. The bleeding complication appears to be a result of the patient's friable tissue. In addition, as noted above, female patients have a higher risk of apical bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.